Event description:
It was reported that during a lap esophagectomy, the jaws could not be opened at the unknown firing on the blood vessel around the esophagus. The device was released after the trigger was returned to home position manually. No damage and no bleeding were confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. The device was not fired after the incident.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found under-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.